Manufacturer narrative:
The complaint company iii (d) cartridge was not returned. Thirty-eight unopened company iii (d) cartridges were returned in 10-count cartons for lot 32767104. One sample was pulled randomly from each carton for evaluation. The four company iii (d) cartridges were microscopically examined with no damage or abnormalities observed. Functional testing was conducted per the dfu with qualified products. No lens or cartridge damage was observed. No foreign material was observed on the lens after the deliveries. Thirteen videos were provided on a usb. All thirteen videos were reviewed (all non-company lenses); only four appeared to be related to this complaint. The four videos all showed non-company lenses being delivered with the company iii (d) cartridges. All four lenses appeared to have resistance while advancing. Three appear to ¿jump¿ from the tip abruptly. Stress was observed as one the lenses was advanced. The ¿jump¿ may indicate the cartridge tip was damaged as the non-company lenses were advanced. One video shows foreign material or damage. No attempt was made to remove. The other three videos show removal of a foreign material. Product history records were reviewed and documentation indicated the product met release criteria. The root cause for the reported event may be related to a failure to follow the dfu. Review of the provided videos indicated non-company lenses were being delivered with the company iii (d) cartridge. The company iii (d) cartridge dfu states: the company iii iol delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company iii iol delivery system. The use of non-qualified product combinations may result in delivery issues and/or damage. Based on the video reviews, there appeared to be resistance advancing the non-company lenses and three of the lenses appeared to ¿jump¿ as they were advanced into the eye. This could indicate the cartridges were damaged as the unqualified lenses were delivered. The used company iii (d) cartridges were not returned for evaluation. Damage could not be verified. Four unopened company iii (d) cartridges for the reported complaint lot were evaluated. The cartridges were microscopically inspected with no damage or abnormalities observed. Functional testing was conducted with qualified associated products. No lens or cartridge damage was observed. No foreign material was observed on the lenses after delivery. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported upon implanting seven intraocular lenses (iols), there appeared to be foreign material like white fibrin, what seemed to be two white lines in the shape of a membrane, found on the back of the implanted lenses. The foreign material was removed during the initial procedure and there is no reported patient impact. Additional information was requested.